Manufacturer narrative:
Lot information and a photograph of the affected device was provided to aid in the investigation. Although requested, the affected device was not returned. A visual/functional inspection was performed on the provided photograph of the affected swab the photograph shows the contents of the oral care kit placed inside of a biohazard bag. The foam is detached from the straw and appears to be in one piece. The end of the straw appears damaged which is consistent with the complainant's description of the patient biting on the straw after the swab disengaged. There does not appear to be any residual foam left on the straw. Additionally, there does not appear to be any glue residue left on the straw in the photograph; however, this is difficult to confirm without the affected device being available for inspection. A product history review was performed for the components within the affected device's lot. Work orders for this lot could not have contributed to this event. All quality checks performed indicated passing results and all release criteria were met per the product drawing. In process quality checks are performed every two (2) hours and could potentially identify defects with the components. The device label includes a warning section that states "ensure foam on swabs is intact before and after use. Remove any foam particles from mouth. Always use a bite block if patient is not alert or cannot follow instructions. Single use only, for oral care. Do not reuse or clean for reuse." Investigation into the reported complaint of swab disengagement resulted in no definitive root cause.

Event description:
Report received of a suction swab disengagement. The reporter, a registered nurse, stated she was performing routine oral care on 74-year-old male patient who was alert but confused and was not receiving anything by mouth. The reporter stated after about three to four seconds of cleaning the patient's oral cavity and while she was using the device to clean the patient's teeth, the swab head slipped off the plastic stick. Reporter stated the foam disengaged all in one piece and no pieces of foam remained on the stick. The reporter stated this event occurred with initial use of the device. The patient was able to open their mouth so the reporter could retrieve the disengaged foam from the patient's oral cavity with her fingers. She stated the patient was not intubated and did not have any hardware in their mouth that would have caused the foam to disengage. She stated the patient did not experience any adverse consequences as a result of this event. The reporter provided photographs and lot information for the affected device. Although requested, the reporter did not return the affected device. No other information was available.